Event description:
Relay plus was used in conjunction for repair of the type a dissection. It is believed that the bare metal on the relay plus eroded through the dissection flap several days after implantation causing stent induced new entry tear causing the device to redirect the blood flow to the false lumen causing malperfusion to the visceral arteries. Patient outcome: "patient expired 5 days after the procedure."

Event description:
Relay plus was used in conjunction for repair of the type a dissection. It is believed that the bare metal on the relay plus eroded through the dissection flap several days after implantation causing stent induced new entry tear causing the device to redirect the blood flow to the false lumen causing malperfusion to the visceral arteries. Patient outcome: "patient expired 5 days after the procedure."